Manufacturer narrative:
Block h6: device code a04 is being used to capture the reportable event of gel lasts too long.

Event description:
It was reported to boston scientific corporation that a spaceoar vue was used during a placement procedure on (B)(6) 2025, under local anesthesia and nerve block. On a magnetic resonance imaging (MRI) performed on (B)(6) 2026, there were 5379.00 cubic millimeters of hydrogel still present in the perirectal space. No patient complications were reported. The patient has already completed his radiation treatment, he received 28 fractions with a linear accelerator (linac).